Event description:
A caller reported that the t:slim x2 pump battery was not charging, with a power source alert noted in the pump's history. There was no adverse impact on the customer's blood glucose level. The issue resolved itself before contacting technical support, as the pump resumed charging without the need for changing charging supplies, and no further assistance was required.